Event description:
Films were received and their evaluation was completed. Pre-implant cta's were reviewed. The aaa and iliacs were severely calcified. The neck diameter was 22 x 20mm at the lowest right renal. The 3.5 x 6cm aaa contained thrombus. There is a 4 x 5cm left iliac aneurysm, and a 3.5 x4.5cm right iliac aneurysm. No obvious dissection is seen. Implant angiograms show that both hypogastric arteries were coiled. The ipsilateral limb went up the right side, and was placed just below the renals; the suprarenal stents were positioned normal. An ipsilateral extension was placed in the right external. The contra and extension were placed in the left iliac distally into the external. Ballooning was performed within the entire stent graft limbs and aortic body. The balloon was inflated proximally within the stent graft; the suprarenal stents were not inflated. No obvious issues were seen on final angiogram. Post-implant cta show a retrograde dissection extending from the renals, proximally to near the lsa. Contrast could also be seen within the aaa sac and iliacs; however there were no reports of any endoleak. The cause of the dissection could not be determined from the images provided.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 3.4 cm in diameter fusiform abdominal aortic aneurysm and for a 4.0 cm in diameter right iliac aneurysm and a 4.4 cm in diameter left iliac aneurysm. The infrarenal neck angulation was 35 degrees. The proximal neck was 22 mm in diameter and 64mm in length. The right femoral artery was 9 mm in diameter and the left femoral artery was 11 mm in diameter. It was reported that the physician re-modeled the stent graft with another manufacturer's balloon and the final angiogram showed no issues; however 30 minutes post-procedure the patient had a reduction in blood pressure and cardiac tamponade. It was discovered that there was a dissection from the renal arteries that extended into the thoracic aorta. The thoracic dissection was not present pre-operative. The physician commented that the ballooning on the supra-renal area of the stent graft with another manufacturer's balloon might have caused the dissection. The physician stated that the dissection, even in the thoracic region, was associated with the abdominal procedure. It is unknown if a secondary intervention was performed for the dissection. The patient also had a dissection that extended to the left circumflex coronary artery. The physician elected a surgical intervention and performed drainage. A coronary stent was implanted in the left circumflex coronary artery. The patient status is stable. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection), failure to follow instructions (ballooning of the supra-renal area of the stent graft). Conclusion: operational context contributed to event (ballooning of the supra-renal area of the stent graft).

Manufacturer narrative:
Method: (films).